Manufacturer narrative:
Concomitant medical products: 1388t-46 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedances on the superior vena cava (svc) coil and rv coil. It was noted that an alert was triggered. A possible fracture was discussed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.